Manufacturer narrative:
Submit date 05/01/2008. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall in 2008, that a consumer had a problem with a prep razor. The customer reports that a nurse cut her left thumb while prepping a pt. The nurse cut herself by trying to remove the cap from the razor (non contaminated). The razor was grabbed from the top and used some force to remove the cap. The nurse required 5 stitches.